Event description:
It was reported that due to a pressure regulating balloon (prb) tear, the patient had his artificial urinary sphincter (aus) explanted.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that due to a pressure regulating balloon (prb) tear, the patient had his artificial urinary sphincter (aus) explanted.